Event description:
A malfunction alarm was reported by the customer, marked by the malfunction code "malf 12." There was no adverse impact on the customer's blood glucose level as it did not exceed the specified threshold. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue reoccurs. No further impact on the customer was noted.